Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 3389s-40, lot # va0p45s, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0p45s, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A consumer reported that they were hoping to send the dbs system back because it was defective. A couple days later, it was further reported that the patient programmer and insr (implantable neurostimulator recharger) were defective. They could not provide any detail, other than stating the insr was not working. No patient symptoms or harm were reported. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. The indications for use for this patient were parkinson's dual and movement disorders.